Manufacturer narrative:
No samples or photos were available for evaluation. The failure mode of end cap fell apart was not confirmed nor could root cause be determined due to no sample/photograph was provided for analysis and retain samples are conforming. The product was assembled and packaged by the manufacturing equipment 26ml #6. Production record review was completed for batch/lot 0327867 and no non-conformance was noted during the manufacturing of this lot. Corrective action was initiated which outlines a more detailed investigation of the root cause and preventive/corrective actions for the end cap fell apart failure mode. A situational analysis associated with this customer complaint was also opened for an in-depth root cause analysis of the situation and preventive/corrective action plan associated with the product issue of end cap fell apart. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported the bottom cap of the applicator fell off before applying to patient. Per email: please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide (B)(6) with a copy of the final letter in order to close out the ticket in the healthtrust database. I will follow up with you for a status update in a couple of weeks. [Omitted customer info] product catalog number: 930815. Product description: applicator 2% chg 70% isoprpnl 1 step apl 26ml orng hi-lt origin of the issue: product failure//design. Detail: lot # 0327867 exp 11/2023 per ormm g.g.: "the or staff has complained that several 26ml chlorapreps are defectively assembled. They reported "the bottom cap is coming off when squeezed or shaken before applying to patient". Reported to vendor representative. Number of occurrences: 10.0, sample available: true, lot number: 0327867.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the bottom cap of the applicator fell off before applying to patient. Product catalog number: 930815. Product description: applicator 2% chg 70% isoprpnl 1 step apl 26ml orng hi-lt. Origin of the issue: product failure//design. Detail: lot # 0327867, exp 11/2023, per (B)(6): "the operating room staff has complained that several 26ml chlorapreps are defectively assembled. They reported "the bottom cap is coming off when squeezed or shaken before applying to patient." Reported to vendor representative. Number of occurrences: 10.0. Sample available: true. Lot number: 0327867.